Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt placed in a moderately tortuous anastomosed vein. A 5.0x40mm mustang balloon was advanced for treatment and inflated twice to 24 atms, however, the balloon ruptured during the 2nd inflation at 24 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt placed in a moderately tortuous anastomosed vein. A 5.0x40mm mustang balloon was advanced for treatment and inflated twice to 24 atms, however, the balloon ruptured during the 2nd inflation at 24 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: examination of the returned device noted that the balloon material was torn for a distance of 36mm, approximately 11mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).